Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Pump received with stripped battery cap coin slot(p), cracked belt clip slot and cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that contacts on the battery cap damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.